Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose from (B)(6) 2021 with unknown blood glucose level. Customer did not experience symptoms of low blood glucose level. Trouble shooting was performed. The customer was not using the insulin pump within 48 hours of reported low blood glucose event. It was unknown if auto mode feature was active or not at the time of incident. Customer stated they had taken off the pump since hospitalization due to low blood glucose. The insulin pump will not be returned for analysis.